Event description:
It was reported that the inner and outer seals were attached. It was reported that the account used another unit for the case.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.